Event description:
It was reported that pump malfunction occurred with malfunction code 24 and fault ID 0x2219, with no notable events prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump with updated software, provided instructions for placing malfunctioning pump into storage mode and returning it within specified time frame, and advised customer to re-enter pump settings and reconnect continuous glucose monitor on replacement device.